Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-dec-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no. Mfg date: 02-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the patient developed a drop in blood pressure, possible cardiac perforation, pe ricardial effusion and cardiac tamponade. A trans-venous biventricular implantable pulse generator (ipg) system was initially planned, but unsuccessful due to failed attempts at coronary sinus cannulation and failed attempts to cross the tricuspid valve with the r ight ventricular (rv) lead. The rv lead was attempted/not used and replaced with a leadless ipg. Soon after the leadless ipg was introduced, the patient's blood pressure dropped, at which point a pericardial effusion was verified with an echocardiogram. The leadless ipg and its delivery system were attempted/not used and replaced. Pericardiocentesis was used to drain the blood. A second leadless ipg was implanted and remains in use. The patient was transferred to the open heart intensive care unit. Medical intervention was required as a result of this event. No further patient complications have been reported as a result of this event.